Event description:
It was reported that the atrial lead warning had triggered, and the atrial lead had low impedance and low p-wave sensing with no capture at max output in bipolar mode. It was also reported that the lead was set to unipolar because the patient's atrium is being sensed 98.8%. The physician will continue to monitor and if the lead performance degrades in unipolar there will be device reprogramming to vvi. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - low atrial impedance/resistance: 136,847 low impedance paces post lead warning on (B)(6) 2011.